Event description:
The manufacturer's representative reported that during pump replacement surgery for battery depletion, it was noted that there "were some small metal parts aspirated from the catheter." The hcp is requesting analysis of the pump and aspirated fluid. No adverse patient event was reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.